Event description:
It was reported that the procedure was being performed in a dialysis pt with a right internal jugular vein permanent dialysis catheter in the renal unit. It was noticed that there was a crack in the external blue luer lock connector where you attach to the dialysis line. As a result, a repair kit was used to replace the lumens and dialysis took place as planned. There was no delay in treatment, no pt death, and no pt complications were reported. It was noted that this product part had been in use for more than a yr.

Manufacturer narrative:
(B)(4). Sample will not be returned.